Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10mg/ml morphine at 1mg/day via an implantable infusion pump for spinal pain. It was reported that when the pump and catheter were implanted the catheter was not intrathecal, it was placed in the epidural space. It was reported that the patient wasn't getting relief they wanted so the catheter was replaced on (B)(6) 2018. They changed the concentration to 5mg/ml so they could start the patient on a lower dose. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of d11: product ID 8780, serial# n771320006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the catheter being placed in the epidural space was unknown. It was reported that the issue was resolved. The patient's weight was unknown. No further complications were anticipated/reported.